Event description:
New information received states the device was explanted and replaced. The patient condition is stable.

Event description:
It was reported that the patient had a syncope episode and presented to the ER. Suspected excessive battery discharge was observed upon interrogation. Review of device image noted battery voltage dropped within a month. Current drain was reviewed and found it to be stable. Patient will be monitored remotely and will return to clinic for another follow-up in a month.